Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 2 weeks post implant of this 23mm bioprosthetic the patient underwent a transcatheter aortic valve replacement (tavr) due patient prosthesis mismatch, aortic stenosis, and moderate insufficiency. No additional adverse patient effects were reported.